Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported he feels that he is having an allergic reaction to the pain stim device. Pss asked what types of symptoms pt is having and pt stated "he can feel lumps and it is itchy" pss asked if pt has any swelling or redness or rash in the area and pt stated "no" - pt stated he does not have anything clinical to report for this "allergic reaction"pt stated that he has tried to see dr david smith about the issue but the hcp will not see him. Pt stated he went to the hcp office today and the office staff called the cops on him. Pt stated he wasn't swearing or anything. Pt stated he tried to call the field reps but they have not called him back. Pt stated that his ins just "shuts off all by itself" and the controller appears to be in "(B)(6)" pss did offer to help pt change the language back to english on the controller but pt declined. Pt stated he wants to talk with someone about programming and he wants to contact an hcp that will see him. The patient was redirected to their healthcare provider to further address the issue. Physician listings were sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97745; product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called back on registered phone number stating they thought they were getting an allergic reaction from their stimulator. Pt would like someone to look at it but their doctor who put it in was not available. Patient got the physician listings and went about seeing a doctor they liked but the pt could not get in to see them until july; pt had been trying for 3 or 4 weeks. Pt was not on the best of terms with the local medtronic field representatives as well for one was being difficult and unprofessional. Pt noted if they knew about the people who did the maintenance the pt would never had got the equipment for pt did not like the representatives. Pt had got a cat scan but did not want to wait until july to see their doctor. Ps offered to email local representatives but pt denied and said it would create a crises for the representatives were uncooperative and pt requested ps did not do anything.